Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 20:03:42. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of high drain alarm was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.